Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. (B)(4). Investigation summary: no imaging provided and no product returned. Therefore, it is difficult to determine the reason for the difficulties encountered when attempting to release the tulip filter from the jugular introducer. IFU: "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the device did not perform as intended. Cook medical will continue to monitor for similar devices.

Event description:
Description of event according to initial reporter: the filter would not disengage from the hook on the jug deployment system. The procedure was completed normally; with some additional maneuvers the filter disengaged. Patient outcome: the patient did not require any additional procedures due to this occurrence, nor did the patient experience any adverse effects due to this occurrence.